Manufacturer narrative:
Event date:(B)(6) 2018. Date of report: 01nov2018. Philip's field service engineer (fse) verified the reported problem. Review of the diagnostic report showed several low tidal volume alarms. The fse replaced the blower assembly to address the reported problem.

Event description:
The customer reported that the ventilator alarmed with a low pressure alarm. The customer reported that the unit was not in use on patient. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 16jan2019. Date received by manufacturer: 12jan2019. Failure analysis performed by philips on the returned blower assembly showed that the blower failed stress testing with a high temperature error code. The reported flow failure was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.